Manufacturer narrative:
The referenced previous treatment for elevated lactate dehydrogenase was reported under medwatch MFR report #2916596-2018-01433. (B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with increased lactate dehydrogenase (ldh) in the 1000s u/l. The patient had received treatment for increased ldh previously, with a successful decrease in ldh with intravenous (IV) anticoagulant. On (B)(6) 2018 the patient underwent a pump exchange without issue. Additional information was requested.

Manufacturer narrative:
The evaluation of the returned left ventricular assist system (lvas) confirmed the presence of thrombus. Upon disassembly of the device, a flat thrombus formation was found in the center of the rotor body partially occluding one of the rotor vanes. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. The observed thrombus could have contributed to the reported increase in lactate dehydrogenase (ldh). Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.